Manufacturer narrative:
(B)(4) for the reported event: wire not "free of sharp." The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices. Manufacturer report # 3005099803-2013-00256 manufacturer report # 3005099803-2013-00257 address these devices. It was reported to boston scientific corporation that two captivator small oval snares were inspected on (B)(6) 2012. According to the complainant, five failures were noted: the tip of the wire was not "free of sharp," "the sheath [was] not stiff enough," sharp edges were found on "the finger ring of the handle and o-ring of the handle," "the snare handle found some fluid leakage to the handle," and "the fitting between [the erbe active] cord [...] And the disposable endoscopic snare [was] not well fit." As the issue was noted during inspection, no patient was involved.

Manufacturer narrative:
Correction: it was reported to boston scientific corporation that a captivator small oval snare and a captivator medium oval snare were inspected on (B)(4) 2012.

Event description:
Note: this report pertains to one of two devices. Manufacturer report # 3005099803-2013-00256 manufacturer report # 3005099803-2013-00257 address these devices. It was reported to boston scientific corporation that two captivator small oval snares were inspected on (B)(6) 2012. According to the complainant, five failures were noted: the tip of the wire was not "free of sharp," "the sheath [was] not stiff enough," sharp edges were found on "the finger ring of the handle and o-ring of the handle," "the snare handle found some fluid leakage to the handle," and "the fitting between [the erbe active] cord [...] And the disposable endoscopic snare [was] not well fit." As the issue was noted during inspection, no patient was involved.